Event description:
Mid operation the cautery began to malfunction. The cautery being used was a plume pen cautery (cautery with smoke evacuator). The smoke evacuator machine and cautery machine were simultaneously running on their own without anyone pressing the button causing a burn to the patient's right shoulder. When issue was recognized, team stopped using cautery machine and switched to a different cautery machine. Issue continued with new machine, so the plume pen cautery was completely unplugged and replaced with normal cautery pen (one provided in the ortho basic pack). After replacing plume pen cautery no other issues were noted. Surgeon was present for event. Ortho manager was notified. 2 cautery machines and smoke evacuator machine were removed from the or following the procedure and replaced with new cautery machine.